Event description:
Reportedly, during a sensing test, the egm turned black. Normal behavior was restored upon re-interrogation, and this event occurred several times. Preliminary analysis revealed a software issue.

Manufacturer narrative:
Preliminary analysis revealed a software issue.

Event description:
Reportedly, during a sensing test, the egm turned black. Normal behavior was restored upon re-interrogation, and this event occurred several times.

Event description:
Reportedly, during a sensing test, the egm turned black. Normal behavior was restored upon re-interrogation, and this event occurred several times.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: reportedly, during a follow-up on (B)(6) 2023, an abnormal black strip on the egm was displayed on the programmer screen during a sensing test. Based on available expertise data, the exact root cause of the observed behavior could not be determined with certainty, as the reported issue was not visible in the log files. However, it is suspected that it resulted from an inadequate programmer software management, which might occur during a real time test and lead to the observed issue.